Manufacturer narrative:
Findings: unit received alarm during basic occlusion test due to faulty sensor resister. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test alarm due to due to alarm. Unit was received with normal operating currents and passed error test. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 140 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.